Manufacturer narrative:
Additional information has been received which was not included in the initial report. The update information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: auto mode feature was active at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hypoglycemia of blood glucose value of 46 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-326a, mmt-874a, mmt-1884. Trouble shooting was performed and customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of low blood glucose evet or not. Customer does not believe the pump was over delivered. Customer requested assistance with pump programming. Assisted customer with requested programming. No further patient complications were reported. No product return is required for mmt-326a. No product return is required for mmt-874a. It was unknown whether the customer will continue to use the inulin pump or not. No product return is required for mmt-1884.